Event description:
It was reported that a small volume infusor delivered its contents at a slower rate than expected. The device was filled with 97 ml of an unspecified, compounded drug and was expected to deliver its contents in 48.5 hours. The device was primed, and flow was verified. The device was then connected to the patient using a peripheral catheter to access the patient's arm. However, after 86 hours, the infusion was still not completed, with approximately 20 ml of solution remaining within the device. The reporter stated that the flow restrictor was not in contact with a cooling source and no drug crystallization was observed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 12, 2014- may 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any defects with the device. A flow rate test was conducted and the device performed within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.